Manufacturer narrative:
This report will be updated should additional information become available.

Event description:
It was reported that a decrease in the battery longevity of this device was observed, which occurred within a short period of time. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data determined that the calculated power usage based on programmed parameters, is about 33 microwatts. This device has had stable (not increasing) power usage of about 60 microwatts over the last year. There are no suspicious faults or resets, and no observation of high atrial sensing. Impedances are normal and stable. The device is using a higher power consumption than expected. A ts consultant discussed that based on the power usage, this device should have enough capacity to support therapy for 90 days, at which time the device should be reevaluated or explanted and replaced. This device currently remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and no faults or errors were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber 42.8% of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that a decrease in the battery longevity of this device was observed, which occurred within a short period of time. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data determined that the calculated power usage based on programmed parameters, is about 33 microwatts. This device has had stable (not increasing) power usage of about 60 microwatts over the last year. There are no suspicious faults or resets, and no observation of high atrial sensing. Impedances are normal and stable. The device is using a higher power consumption than expected. A ts consultant discussed that based on the power usage, this device should have enough capacity to support therapy for 90 days, at which time the device should be reevaluated or explanted and replaced. Subsequently, this device was explanted and replaced with a competitors device, at chum (montreal) by a dr. (B)(6). No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been received for analysis, and the investigation is currently in progress. A supplemental report will be submitted when the investigation is complete.

Event description:
It was reported that a decrease in the battery longevity of this device was observed, which occurred within a short period of time. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data determined that the calculated power usage based on programmed parameters, is about 33 microwatts. This device has had stable (not increasing) power usage of about 60 microwatts over the last year. There are no suspicious faults or resets, and no observation of high atrial sensing. Impedances are normal and stable. The device is using a higher power consumption than expected. A ts consultant discussed that based on the power usage, this device should have enough capacity to support therapy for 90 days, at which time the device should be reevaluated or explanted and replaced. Subsequently, this device was explanted and replaced with a competitors device, at chum (montreal) by a dr. (B)(6). This device is expected for return. No additional adverse patient effects were reported.